Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at follow-up. Other lead measurements were noted to be normal but review of device data indicated a number of inappropriately stored episodes of noise, one providing inappropriate anti-tachycardia pacing. The noise could not be reproduced in clinic and no sources of electromagnetic interference were identified that may have interfered with the device. It was noted that the patient is not pacemaker dependent and was in conducted atrial fibrillation (af). The device was reprogrammed to vvi 60 and arrhythmia durations extended; there are currently no plans to revise the system. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure was performed wherein this rv lead was surgically abandoned and ICD explanted. A new device and rv lead were then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at follow-up. Other lead measurements were noted to be normal but review of device data indicated a number of inappropriately stored episodes of noise, one providing inappropriate anti-tachycardia pacing. The noise could not be reproduced in clinic and no sources of electromagnetic interference were identified that may have interfered with the device. It was noted that the patient is not pacemaker dependent and was in conducted atrial fibrillation (af). The device was reprogrammed to vvi 60 and arrhythmia durations extended; there are currently no plans to revise the system. No adverse patient effects were reported. Additional information was received indicating a revision procedure was performed wherein this rv lead was surgically abandoned and ICD explanted. A new device and rv lead were then implanted. No adverse patient effects were reported.